Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 500 mg/dl with nausea and vomiting associated with intermittent power. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the yellow o-ring was visible at the battery cap at the time of the power interruption. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error in not tightening the battery cap per its instructions for use.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.